Event description:
It was reported that during prior to starting on a da vinci 5 system, the site experienced a recurring error message related to the doctor's ergo function. The site attempted to resolve the issue by hard cycling the ssc, but this did not result in any change. Subsequently, the site chose to disable the ergo feature and proceeded with the case setup as planned. All troubleshooting steps were completed during the initial technical support engagement, and the customer did not request a call back. The procedure was completed as planned with no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The site reported a recurring error message related to the ergonomic column, specifically error 23062, which indicated that the 3-phase motor did not respond as expected. The site attempted to resolve the issue by hard cycling the surgeon side console (ssc), but the error persisted. The site proceeded by disabling the ergonomic feature and continued with the case setup.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the vertical motor module on the surgeon side console (ssc). The system was tested following the replacement and no further errors were observed. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis tested the motor on the test system and replicated error 23062. Visual inspection was performed and found that the connector is burned out.